Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was in use for 3/4 hour then continuous alarm started. The screen paused and the loading channel showed "failure" unable to turn pump off; this interrupted delivery. It is unknown when or in which care area this event occurred. There was a patient involved, but no patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with continuous alarm was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. A device history review was performed and no abnormality was observed in the manufacturing of this device.